Manufacturer narrative:
Fujifilm conducted a detailed investigation around the elevator of the subject scope. As a result, there were no abnormalities that could be signs of contamination. On (B)(6) 2024, the site visit was conducted and the reprocessing and culturing process were checked at the facility. As a result, some deviations were found from the recommended procedures described in the IFU, but fujifilm was unable to identify them as the cause of this issue. On 2024/12/5 and 2024/12/19, fujifilm provided retraining on the reprocessing procedures to the facility.

Event description:
It was reported that there was a leak at the bifurcation of video/us connector. Also reported a failed culture process with positive finding at the elevator and a second finding (also at elevator) following the subsequent reprocessing. Customer requested service to perform a full product maintenance with this in mind. There was no patient involvement. The following information was provided regarding the results of the culture tests. On (B)(6) 2024, the scope was cultured. Results from the culture grew candida albicans. On (B)(6) 2024 the scope was re-cultured. Positive culture grew klebsiella.

Manufacturer narrative:
Fujifilm corporation will conduct a detailed investigation on the subject endoscope.the supplemental MDR will be submitted if the additional information is available.